Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault" message.  Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. A review of the device activity logs observed that the device was turned on in the pace mode for 1 minute only. In this ~1-minute pace operation, there was no ma input given to the device. Without any ma input, the device will not provide any pacer output or pacer activity on the display. The device was recertified and returned to the customer. No trend is associated with reports of this type.